Event description:
Analysis of the generator was completed. There were no additional performance or any other type of adverse conditions found with the pulse generator. The device was confirmed to be at a normal end of service condition during product analysis.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2015 indicating that the patient¿s seizures had been random and uncontrolled with the last seizure occurring two days before the office visit. The notes indicate that the patient¿s device had reached end of service; however, a battery life calculation using the available programming history showed approximately 0.7 years remaining. The patient¿s device showed an ifi condition at the patient¿s previous office visit on (B)(6) 2015. The notes also mention that the patient was non-compliant with her medical treatment. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the increased seizures started within the last year, and were at about the same level as the patient's pre-vns therapy seizure levels. The battery status was reported to be at end of life. The patient underwent generator replacement surgery due to battery depletion. The explanted generator has been received and analysis is underway, but has not been completed to date.